Event description:
It was reported that the patient experienced systemic infection. An elevated white blood cell count and (B)(6) blood culture confirmed this. The patient's implantable cardioverter defibrillator (ICD) and associated lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).